Manufacturer narrative:
The insulin pump had unresponsive buttons due to flatten (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or communicate to sensor simulator to verify calibrate alarm due to unresponsive button. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low readings and a button error. The customer's blood glucose value was 40 mg/dl. The customer treated with glucose tablets. The customer's blood glucose at time of event was 300 mg/dl. The customer stated that the buttons were skipping. The customer declined to troubleshoot for high and low readings. The product was returned for analysis.